Manufacturer narrative:
Insulin pump received with missing reservoir tube o-ring, broken reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does not lock into place due to reservoir tube damage.

Event description:
Customer reported via phone call that the reservoir compartment cracked and the reservoir kept falling out and an o-ring came out. Customer's blood glucose was greater than 300 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.